Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, it was found that the patient's atrial lead was exhibiting noise which resulted in several mode switch episodes. No intervention was performed. The patient was stable.